Event description:
It was reported 8 days after catheter insertion, the medical staff found a separation between the distal lumen hub and the extension line. The catheter remained in the patient for use. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). The actual sample was not returned; however, the customer provided one photo for analysis. The complaint of an extension line/luer hub separation was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "maintain catheter patency according to institutional policies, procedures and practice guidelines. All personnel who care for patients with central venous catheters must be knowledgeable about effective management to prolong catheter's dwell time and prevent injury." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported 8 days after catheter insertion, the medical staff found a separation between the distal lumen hub and the extension line. The catheter remained in the patient for use. No patient harm reported. The patient's condition is reported as fine.